Event description:
It was reported prior to use of bd vacutainer® acd solution a blood collection tubes 1 tube had foreign matter inside. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 20-jun-2024. Investigation summary: bd received 1 sample and 3 photos for investigation. Visual examination of the sample and photos was performed and revealed foreign matter (fm) on the inside of the tube. There is a reddish/brown particle on the inside of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode, fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® acd solution a blood collection tubes 1 tube had foreign matter inside. There was no health impact or consequences reported.